Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high/undefined impedance reading with provocative testing at an in- office visit. A lead fracture is suspected or the physician thinks it could be a loose set screw on the implantable cardioverter defibrillator (ICD). An x-ray was taken but was inconclusive. The lead and device currently remain in use until a treatment plan can be arranged. No patient complications have been reported as a result of this event.